Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the piston rod did not properly detect the plunger when the patient inserted a new cartridge. The piston rod moved the plunger all the way forward and the infusion device displayed the cartridge empty message. No adverse event reported. The infusion device was requested to be returned for product evaluation.